Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was not getting readings on the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation but does not reflect the full investigation window. The complaint confirmation was unable to be determined. A root cause could not be determined.